Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03feb2020.

Event description:
The customer reported low leak c02 rebreathing risk alarm. The unit was in use of a patient when the reported problem occurred, but the customer did not report any patient or user harm. The manufacturer¿s field service engineer (fse) could not duplicate the reported low leak c02 rebreathing risk issue. The fse discussed the possibility that there was not enough leak in the patient set up, or that the customer was using incorrect mask settings. The fse advised the customer to review their circuit and set up. The fse then confirmed the unit passed performance verification testing.